Event description:
It was reported that a 76-year-old male patient (69 kg) underwent an ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. A cardiac tamponade occurred at the end of left atrium (la) mapping (12:00). Effusion was confirmed by the soundstar catheter. The procedure was cancelled without ablation. Atrial septal puncture was performed by rf needle. The needle passed through the fo spontaneously without radio frequency ablation. Ablation was not performed before the cardiac tamponade was confirmed. Steam pop was not confirmed. Additional information was received. This adverse event was discovered during use of biosense webster products. No intervention was reported. The procedure was stopped without ablation. No error message was reported. Real time graph; dashboard; vector force visualization features were used. Physician's opinion on the cause of adverse event, they considered it to be due to the procedure. There is a possibility that perforation occurred when the anterior wall side of right superior pulmonary vein was operated with thermocool® smart touch® sf bi-directional navigation catheter. Drainage was performed and the patient was managed in the intensive care unit for 24 hours with a drainage catheter. The bleeding subsided within 24 hours before leaving the patient from the catheter¿s room. The patient had been recovered and discharged from the hospital. Extended hospitalization was required for 3 days.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 16-may-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number (B)(4) and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).